Manufacturer narrative:
(B)(4) concomitant medical products and therapy dates - additional, initial reporter - email address - additional, additional information, event problem and evaluation codes - additional.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 06/12/2016 to report that the receiver displayed err121 on (B)(6) 2016. The patient did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional d10: device available for evaluation - additional h2: additional information/device evaluation h3: device evaluated by manufacturer - additional h6: event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and screen error alarms and firmware errors were observed. The reported event of an error icon display was confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4). B5: b5: describe event or problem - correction. G7: type of report. H2 type of follow up - correction. This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02 on tue aug 09 16:33:48 edt 2016 with MFR# 3004753838-2016-77455. The ack3 was received on tue aug 09 16:33:48 edt 2016 with coreid: (B)(4).

Event description:
This supplemental MDR with follow-up #02 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #03.